Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: there is a temporal relationship between pd therapy on the liberty select cycler and the patient event of heart attack with subsequent admission to the ICU. However, there is no documentation in the complaint file to show a causal relationship between the event and use of the liberty select cycler. Additionally, there are no allegations of a device malfunction or deficiency reported for this event. The patient¿s pd nurse reported that the patient had a bad heart with multiple cardiac conditions which were the cause of the event. Cardiovascular disease, which includes myocardial infarction, accounts for approximately 50% of dialysis patients in the u.s. To have premature death. Dialysis patients have an increased prevalence for cardiovascular disease. Based on the available information and no allegation of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the patient¿s adverse event.

Event description:
A peritoneal dialysis (pd) patient contact requested assistance canceling the patient's treatment. It was reported the patient had to be rushed to the hospital possible due to a heart attack. Additional information was obtained though follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn). The nurse confirmed the patient was in treatment when they experienced a heart attack. The patient was transported to the hospital where they were admitted to the intensive care unit (ICU). The patient has a bad heart with multiple cardiac comorbid conditions. The pdrn reported that the heart attack was unrelated to pd therapy or the utilization of any fresenius product(s). The event was attributed to the patient¿s cardiac conditions. The patient remained hospitalized.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane an (as-received) simulated treatment was performed and completed without failures. The cycler weighed fill volume values were within tolerance for a liberty cycler. There were no fluid leaks in the test cassette during the treatment test. They cycler underwent and passed a system air leak test and valve actuation test. The load cell verification was within tolerance. The internal inspection showed that there was dried fluid on the bottom cover between the front panel assembly and the pump assembly. The cause of the encountered dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The fluid leak determination & disposition vacuum test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.